Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. The sl360 multi-implant system (part# 74-0004, lot# 867790, qty1), screws 2.4x12mm cancellous locking (part# 73-2412, lot# unk, qty 10), screws 2.4x16mm cancellous locking (part# 73-2416, lot# unk, qty 4) were returned for evaluation; two (2) of the 73-2412 were not returned for evaluation. The complaint product was sent to a metallurgist. The sales associate reported that the bottom two bands on the middle x plate and lower box plate were found broken. Per the investigation report photos, this corresponds to the bands numbered 2 and 1, respectively. At the end of the band for #2, there is partial fracture which is consistent with report that it was found broken. Also noted is that there is partial shear, which is consistent with the band being cut during removal. This band's locking cam engaged as intended. For band #1 (lower box plate band), there is partial shearing and partial fracture that is consistent with it breaking, and then being cut during removal. This band's locking came engaged as intended. For band #3 (upper box plate), there is no fracture seen, but there is complete shearing of the band that is consistent with it being cut during removal. This band's cam engaged as intended. The returned screws show normal signs of thread wear which is consistent with them being inserted. There was no evidence or report of screws pulling out, through, or otherwise failing. No inspections could be made to the screws that were not returned; therefore, no conclusions could be made regarding potential failure modes and how it relates to the complaint for these. There was evidence to suggest that the upper box plate band had not fractured, while the middle x plate band and lower box plate band had fractured as reported. All three locking cams engaged as intended; therefore the most likely underlying cause cannot be determined. It was reported that this patient had an infection, and this could have been a contributing factor. Device history record (DHR) was reviewed for the sl360 implants and no discrepancies were found. DHR review was unable to be performed for the screws as the lot numbers of the devices involved in the event are unknown. There are no indications of manufacturing defects. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.multiple MDR reports were filed for this event, please see associated reports: 0001032347-2018-00828-1 & 0001032347-2018-00829-1.

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). (B)(4). Concomitant medical products: biomet microfixation sternalock blu system screw, cancellous cross-drive locking 2.4 x 12 mm, catalog #: 73-2412, lot #: ni; biomet microfixation sternalock blu system screw, cancellous cross-drive locking 2.4 x 16 mm, catalog #: 73-2416, lot #: ni, therapy date: (B)(6) 2018. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2018-00828 & 0001032347-2018-00829.

Event description:
It was reported a sternalock 360 system failed and resulted in a revision. The bottom two bands on the lower box plate and the middle x plate were found broken. A median sternotomy with exploration of pectoral flap was preformed following the removal of the broken 360 system. The distributor was told the patient had an infection. No additional patient consequences were reported.